Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed scratches in the surface of the df4 connector pin and a deformed fixation helix, which most likely resulted from the explantation procedure due to mechanical forces. However, a thorough analysis of the lead did not show any deviations which might have led to the reported oversensing. In particular the values of the parameters measured during the electrical analysis were within the technical specifications. The dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 8 months, oversensing on the ventricular was reported. The lead was replaced.